Event description:
It was reported that a procedure was performed on (B)(6) 2023, utilizing the reform pedicle screw system. While removing a 7.5mm screw from s1 on the patient's left side, the t20, polyaxial driver, reform degen (39-sp-0700) tip broke. The driver was not screwed down and engaged with the screw when the breakage occurred. Subsequently, we cut a rod from the patient that had been removed from the right side already. Surgeon then placed the rod into the s1 screw on the left and torqued it down. The pa, then used the counter torque to spin the screw counterclockwise and remove using the "helicopter" method. There was no patient injury, and the procedure was completed successfully.

Manufacturer narrative:
H3 other - evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Manufacturer narrative:
H3 device evaluation - the tip of the 39-sp-0700 driver is sheared off. The breakage plane is normal to the driver's longitudinal axis which is one failure mode associated with torsional overload. The cause for the failure appears to be due to high torque application, but damage from prior high torque application cannot be ruled out as a contributing factor. Review of device history records found twelve (12) pieces of this lot released for distribution on 6/26/2015 with no deviation or anomalies. Two-year complaint history review did not identify a trend for reports of this nature for this part number. No corrective actions are being recommended.

Event description:
It was reported that a procedure was performed on (B)(6) 2023, utilizing the reform pedicle screw system. While removing a 7.5mm screw from s1 on the right side the tip of the reform driver with mechanical lock (hxx-39-0001) bent. The driver was screwed down and engaged with the screw. While removing a 7.5mm screw from s1 on the patient's left side, the t20, polyaxial driver, reform degen (39-sp-0700) tip broke.the driver was not screwed down and engaged with the screw when the breakage occurred. Subsequently, we cut a rod from the patient that had been removed from the right side already. Surgeon then placed the rod into the s1 screw on the left and torqued it down. The pa, then used the counter torque to spin the screw counter clockwise and remove using the "helicopter" method. There was no patient injury and the procedure was completed successfully.